Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: the physician had difficulty disengaging the hook from the delivery system. The physician was able to maneuver and advance the device and eventually the hook disengaged. The patient didn¿t experience any adverse effects due to this event. Cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. According to instruction for use excessive tension during deployment may prevent the filter from releasing when the release mechanism is activated. Based on the limited provided information the exact cause could not be established. However excessive tension during deployment could have contributed to the event. No evidence to suggest that the device is not manufactured according to specification. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). K171712. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: a patient underwent an ivc filter deployment procedure on (B)(6) 2019 in which the cook celect platinum novalgin jugular vena cava filter set, (igtcfs-65-1-jug-celect-pt), was used. The physician had difficulty disengaging the hook from the delivery system. The physician was able to maneuver and advance the device and eventually the hook disengaged. Patient outcome: the patient did not experience any adverse effects due to this occurence.